Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during chemotherapy in the general pediatric unit (dose, programmed amount and delivery rate unknown). The event occurred during an infusion using regular IV tubing delivering sodium bicarbonate with methotrexate. There was no patient injury or medical intervention associated with this event. The customer also reported that no devices have been identified in relation to this complaint, and none will be returning to baxter for service.